Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "the devices can break when subjected to increased loading associated with nonunion or delayed union. Internal fixation devices are load sharing devices that hold a fracture in alignment until healing occurs. If healing is delayed or does not occur, the implant can be expected to break, bend or fail. Loads produced by weight bearing and activity levels may dictate the longevity of the implant."

Event description:
Patient was implanted with competitor hip components with this cannulated screw. The screw was found to be fractured during revision and could not be removed and was left inside the patient.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This complaint is now determined to be not reportable as the component that failed is competitor product. The initial report should be voided.